Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not moving the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was the tip not opening and very limited moving.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have a broken conductor wire. Although the customer indicated the jaws weren't moving, that complaint could not be confirmed by failure analysis. Upon inspection of the device no motion related issues were detected. After the housing was removed the conductor wire was found broken at the proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.